Event description:
While troubleshooting with beckman coulter, inc. (Bec) customer technical support (cts), a customer noted a spill below the reaction vessel waste bag of the access 2 immunoassay analyzer. Medical attention was not sought for this event. No effect to patient or user was reported in connection with this event.

Manufacturer narrative:
The customer noted that system supply screen indicated that the reaction vessel waste bag was full. Cts recommended the use of personal protective equipment before troubleshooting. Per bec customer technical support (cts) instructions, the customer replaced all covers and waste bag. Cts called the customer the next day and verified that there was no further spillage below the waste bag. (B)(4).